Manufacturer narrative:
It was reported to abbott the patient ipg became inoperable due to user error. The patient¿s ipg was explanted and replaced. Therapy was restored. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event is consistent with user error. The event date is unknown.

Event description:
This report is related to a (B)(6) patient. It was reported the patient stopped recharging their ipg as recommended. In turn, their ipg became inoperable over time. As a result, the patient's ipg was explanted and replaced. Therapy was restored post-op.